Manufacturer narrative:
Investigation summary: received one (1) used. List #142730490, plum burette clave sites 114in ndehp for inspection. No damage or anomalies noted. Received one (1) photo of the set with no evidence of leakage. The set was leak tested and no leakage was observed. The complaint of leakage cannot be replicated or confirmed. A device history review lot could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received in regard to a primary plum set, clave secondary port, clave y site, secure lock, 103 inches, alleging a leak during patient use. It was stated in the report that an intravenous (IV) infusion had a leakage. There was no patient harm reported.